Manufacturer narrative:
Device serial number was not provided. Therefore, the expiration date, age of device, and manufacture date are unknown. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that log files were submitted for review and the file showed 113 yellow wrench advisories representing backup battery faults. The backup battery faults indicated that the backup battery was past its expiration date. There was then one additional backup battery fault prior to the backup battery being replaced. The rest of the file after the battery change was unremarkable. No product will be returned. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The investigation confirmed the reported backup battery fault alarm via the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.